Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 45 retention samples from bd inventory were evaluated by visual examination and 8 by functional testing. No issues were observed for factors relating to platelet clumps as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode platelet clumps. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using one (1) bd minidraw¿ h&h capillary blood collection tube, the sample was collected with platelet clumps. The sample was recollected. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using one (1) bd minidraw¿ h&h capillary blood collection tube, the sample was collected with platelet clumps. The sample was recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.